Manufacturer narrative:
H6: device codes: corrected. E1: initial reporter phone: (B)(6).

Event description:
It was reported that the guidezilla damaged the balloon. A guidezilla ii was selected for use. During the procedure, metal exposure was observed at the proximal end of the guidezilla, causing obstruction and subsequent balloon rupture of the non-boston scientific balloon. The devices were pulled out normally from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the guidezilla damaged the balloon. A guidezilla ii was selected for use. During the procedure, metal exposure was observed at the proximal end of the guidezilla, causing obstruction and subsequent balloon rupture of the non-boston scientific balloon. The devices were pulled out normally from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable after the procedure.

Event description:
It was reported that the guidezilla damaged the balloon. A guidezilla ii was selected for use. During the procedure, metal exposure was observed at the proximal end of the guidezilla, causing obstruction and subsequent balloon rupture of the non-boston scientific balloon. The devices were pulled out normally from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination revealed that there were numerous bends throughout the hypotube of the device. A microscopic examination revealed that there was a partial collar and shaft separation.